Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's driveline infection spread to around the driveline bend inside the body. On (B)(6), 2023, the patient underwent a pump exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
A1: patient initials corrected a3: date of birth corrected d3: manufacturer contact corrected d4: model and catalog numbers corrected e1: customer site was (B)(6). Reporter's contact information was not available. G1: manufacturer contact corrected no further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient was hospitalized from (B)(6) 2023 until (B)(6) 2023. The infection was bacterial. They were given drug therapy.